Event description:
Account complaint that the right head siderail will not stay up, no injury reported.

Manufacturer narrative:
Technician found that the siderail was not latching due to dirt stuck in the spring latch. Cleaned and lubricated the latch mechanism to resolve this issue.